Manufacturer narrative:
One cadd® cadd-prizm® vip system ambulatory infusion pump was returned for analysis. The customer's reported problem was "wrong cassette error". A visual inspection revealed the pump to be in good condition. The event log revealed no related wrong cassette alarm messages after cassette latched. The customer's reported problem was able to be duplicated. The pump was displaying "wrong cassette" alarm message when a cassette was latched during the investigation. Visual inspection found the pump had fluid ingression. What caused the reported problem was fluid ingression. Who caused the reported problem was user induced. The root cause was fluid ingression as a result of use of the device in a manner that is inconsistent with the operator's manual/instructions for use (IFU).

Event description:
It was reported that a cadd® cadd-prizm® vip system had wrong cassette error. There was no report of any patient involvement.